Event description:
Additional clarification received reports the patient was in severe pain now since implant. Shortly after implant was installed. The patient had generalized pain in lower back. Reason why problem with bladder was because 15-20 years ago he collapsed 4 discs in back and resulted in nerve blocks legs. He had no bladder problems until now and that's reason for neurostimulator to be placed. Since implant installed, the patient had experience across lower back and more centered in right lower quadrant above right leg very hard ache. Retrofit combination oxycodin and patient mentioned other drug but couldn't comprehend. The patient was wondering if history of neurostimulator of affecting other nerves in back or causing this pain. His pain was bad in the morning. This all started 2-3 days after surgery. Patient also reports flu like symptoms and mild temp that eventually went away. Pain was more muscular across back. Fever disappeared but pain continued and more concentrated in right side where it's now occurring. Patient wondered whether neurostimulator could cause this generalized pain in middle of back. He increased and decreased stimulation to see if this would help with pain.

Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported the patient had generalized pain in lower back shortly after implant. Severe pain was on opposite side of body. The patient experienced a low ache across back and centered in right lower quadrant. Retrofit combination oxycodone helped the patient. The patient's leg felt sciatic pain. Pain was bad in the morning. Two-three days after implant, the patient had flu-like symptoms, mild temperatures, and pain was more muscular across back. The fever disappeared and the pain was concentrated in right side. The patient "turned up and turned down to see dilemma to see if effects on urine retention." This statement remained unclear. Medical history included "patient collapsing on 4 discs in their back 15 years ago and had nerve blocks in their leg."

Event description:
Additional information received from the patient reports the circumstances that led to lower back pain after being implanted and sciatic pain in leg was reported as the problem resolved itself. The patient reported perhaps after the implant became fully seated and the scar healed. The steps taken to resolve the issue was time and normal body healing.

Manufacturer narrative:
Correction: new information clarified that urinary retention was a pre-existing condition which makes the event no longer reportable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional clarification received reported the patient was hoping the device would help with his urinary retention which he had the device implanted for, though realized it might take time. The patient had increased and decreased stimulation to see if it would help with the pain the patient was experiencing. The healthcare provider thought the issue was muscular skeletal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.